Event description:
Caller reported a malfunction on pump with a malfunction code of malf 12. There was no adverse impact to customer¿s blood glucose level. Customer was provided information on how to reset pump, but was not with charging cable at the time of call and stated they would reset pump themselves. Customer declined further follow-up and assistance.